Manufacturer narrative:
Patient city: (B)(6). Patient country: finland.

Event description:
Unomedical reference number (B)(4). Event occurred in finland. On (B)(6) 2024, it was reported that the patient had poor adhesive set came off middle of set wear and everything as expected at insertion. The patient reported that the tape was not sticking as they know the cause of the product not adhering. No further information available.